Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-oct-25, information was received from a patient receiving an unknown drug via an implantable pump for failed back surgery syndrome and spinal pain. It was reported the patient's pump was explanted on (B)(6) 2019 (records conflict and indicate (B)(6) 2019 explant date) due to an infection. The patient stated that the infection began about 3 weeks prior to the explant date. The patient had been treated with oral antibiotics. The patient was told by their healthcare professional (hcp) that the infection began superficially and in front of where the pump was. The infection traveled along the catheter track. The patient was hospitalized prior to the revision (specific date not provided) and maybe 4-5 days later, IV antibiotics were started, but they ultimately "lost the pump". The pump was removed and a new pump was implanted on the other side of the patient's body. The issue was resolved.